Manufacturer narrative:
Remove device code (B)(4) add device code (B)(4).

Event description:
It was reported that the pump touch screen was cracked, but remained functional. Reportedly, the reason for the cracked screen was unknown. Additionally, the "2" button on the pump touch screen was delayed in responding to presses. Reportedly, the customer continued to use the pump for insulin therapy.